Manufacturer narrative:
The trulight 5520 mobile light was returned to trumpf medical for evaluation. This the root cause of the light detaching from the base and falling to the floor was determined to be a missing bolt that attaches the light pole to the base. The service history of the device was reviewed to identify any activity that may have involved removing this bolt and there was no service history on this unit in trumpf medical's or the distributor's records. The cause of the missing bolt could not be determined. Based on this information, no further action is required.

Manufacturer narrative:
The trulight mobile was replaced at the account to allow the suspect device to be returned for evaluation. The device has not yet been received by trumpf medical. A follow-up report will be submitted once new information is available.

Event description:
Trumpf medical was informed by its (B)(4) distributor that a trulight mobile floor light detached from the base and fell to the floor. The light became damaged from the fall. No injuries were reported.